Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed since a correct lot number was not provided by the customer. The customer did acknowledge a use error in the field, however, without the device returned to evaluate, a probable cause could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Per dr. (B)(6): "there was an air embolism associated with a slic in the ICU. It was due to a user error because a green cap for a closed injection port was placed directly on the luer connector of the slic. The green caps do not make an airtight seal and are only for use on closed injection ports, not directly onto luer fittings".

Manufacturer narrative:
(B)(4). Additional information received from customer indicating: at this point, because the issue does not appear to be related to a device malfunction, (B)(6) medicine is politely declining to share further information about this event.

Event description:
Per dr. (B)(6): "there was an air embolism associated with a slic in the ICU. It was due to a user error because a green cap for a closed injection port was placed directly on the luer connector of the slic. The green caps do not make an airtight seal and are only for use on closed injection ports, not directly onto luer fittings".